Manufacturer narrative:
On 05/14/2019, mentor received additional information about the event: the patient underwent bilateral explantation on (B)(6) 2019. The capsular contracture in the patient¿s right breast is baker grade ii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/02/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant products: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 350cc gel breast prostheses when the left prosthesis ruptured after implantation. Rupture was confirmed by MRI. In addition, the patient developed bilateral sagging and capsular contracture (baker grade unknown) in her right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast prosthesis.